Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level below 20 mg/dl; cause was not known. Reportedly, the customer lost consciousness and injured their head. Customer was treated with intravenous fluids of saline, vitamins and other medication, exact type was not provided, to address the bg. Customer was discharged on (B)(6) 2025. The customer is unable to use their right hand, unable to speak clearly, and experiences balance issues. The customer reverted to an alternative method of insulin therapy.